Event description:
It was reported the customer was hospitalized due to high blood glucose and moderate ketones. It was stated the customer had bent the cannula and the insulin pump did not alarm "no delivery" prior to hospitalization. Troubleshooting was performed except the high pressure test and the insulin pump passed.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.